Event description:
During testing at the user facility, a spark was noted from the ground test point located on the rear of the device. There were no reports of any adverse events while the device was in clinical use.